Event description:
It has been reported that a revision surgery was performed due to disassociation of the insert. It was reported that the primary surgery was performed around (B)(6) 2009, and the revision was performed around (B)(6) 2010. Exact dates were not provided.